Event description:
It was reported that the lead was capped and replaced on (B)(6) 2017 due to insulation damage. No further information is available at this time.

Manufacturer narrative:
A partial lead with the connector portion measuring 12.0 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed. (B)(6) 2017.